Event description:
A malfunction was reported on the customer's pump, identified by malfunction code ¿malf 6¿. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue, and advised the customer to continue using the pump and to call back if the malfunction code reappeared. The customer understood the instructions and acknowledged the guidance provided.